Manufacturer narrative:
Supplement #1 - medwatch sent to FDA on 02/25/2016 device evaluation summary: the device was returned for analysis, and visual examination confirmed the connecter type as taper ii. Visual inspection noted red particles on the band, access port, and tubing, and scratches were observed on the returned port. The shell on the band portion of the device appeared to show some wear. No damage to the integrity of the shell was observed. Leak testing was performed and observed no leakage of the device. A fill test was performed and observed no blockage of the device.

Event description:
Healthcare professional reported a lap-band erosion.

Manufacturer narrative:
Taper unk. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, catalog number and implant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Gastric erosion is surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional info has been reported to allergan regarding the catalog number, serial number, implant date, diagnostic testing, pt data or further event details. Device labeling addresses the possible outcome of erosion as follows: "caution: over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation".